Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 548 mg/dl. Elevated bg was addressed via a correction bolus and multiple infusion set changes. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Customer requested follow up from tandem technical support. Upon follow up, customer reported insulin therapy was successfully resumed.